Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During primary surgery on (B)(6) "20147" the bone screw slipped trough the long hole under the lip and has to be removed. Revision surgery on (B)(6) 2017. During screwing in the screw in the close joint area the shaft of the screw as well as the torx head of the fixed angled screw were bent and loose. New screw was available. Surgical delay of 30min. Not longer. No other consequences reported.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
During primary surgery on (B)(6) 2017 the bone screw slipped trough the long hole under the lip and has to be removed. Revision surgery on (B)(6) 2017. During screwing in the screw in the close joint area the shaft of the screw as well as the torx head of the fixed angled screw were bent and loose. New screw was available. Surgical delay of 30min. Not longer. No other consequences reported.